Manufacturer narrative:
The device was received for evaluation. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was performed. The customer did not report specific event parameters associated with the event or reported the issue date. The device was found out of specification in relation to the customer reported failed flow rate test 'low', which was verified. The cause was determined to be an out of adjustment pressure plate. The pressure plate was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a failed flow rate test low during testing. There was no patient involvement. No additional information is available.